Manufacturer narrative:
Manufacturer's updated investigation conclusion: review of the log file downloaded from the returned system controller showed that the line of data directly following timestamp day 1361, hour 22, minute 33 captured low speed advisory/hazard and low flow hazard alarms with pump speed, power, and estimated flow values recorded at 0. This line of data showed that a timestamp reset to day 0, hour 0, minute 0 occurred, indicating a complete loss of power to the system controller. The evaluation of the log file could not determine how long the system was without power. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed and operated normally with baseline parameters until the end of the log when a motor stop command was received and the percutaneous lead and external power were subsequently disconnected at timestamp day 0, hour 19, minute 48, which is consistent with the report that the patient underwent a heart transplant. Aside from the pump stoppage event associated with a loss of power to the system controller, the pump maintained a speed above the low speed limit without issue prior to the initiation of the motor stop command. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU explicitly state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient was routinely transplanted and no device related issues were discovered during the evaluation of vad-54718 that would have affected pump function. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-54718 revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of vad-54718 revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The percutaneous lead was cut approximately 6 inches from the nipple of the pump housing and the remainder of the lead measuring approximately 32 inches in length was also returned. A rescue tape repair was observed around the terminus of the distal end bend relief. Upon removal of the rescue tape, a small area of superficial damage to the outer silicone sleeve was identified. The underlying clear bionate layer in the area of outer jacket damage as well as on the remainder of the lead showed no evidence of damage. Examination of the metal braided shield revealed some moderate breakdown on the external portion of the lead, which appeared consistent with the duration of use. The metal braided shield on the internal portion of the lead appeared unremarkable. The returned portion of the perc lead extending from the pump housing as well as the distal returned lead segment was tested for electrical continuity. All wires were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant at (B)(6) university on (B)(6) 2019. During the evaluation of vad-54718, an incidental finding of superficial damage to the outer jacket was identified on the external portion of the drive line.

Event description:
It was reported that the patient had a transient cerebral ischemia while being he was being implanted. Pump thrombosis was suspected due to elevated lactate dehydrogenase levels. Anticoagulant therapy was strengthened. The patient underwent a heart transplant.

Manufacturer narrative:
Update manufacturer's investigation conclusion: the report of suspected device thrombosis could not be confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). A direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported events, as well as a correlation between the suspected thrombus and the reported events could not be conclusively determined through this evaluation. Damage to the silicone jacket was confirmed through the evaluation of the returned device. Additionally, a review of the retrieved log file revealed a pump stop due to a complete loss of power from the epc controller. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of (B)(6) revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. Review of the log file downloaded from the returned system controller showed that the line of data directly following timestamp day 1361, hour 22, minute 33 captured low speed advisory/hazard and low flow hazard alarms with pump speed, power, and estimated flow values recorded at 0. This line of data showed that a timestamp reset to day 0, hour 0, minute 0 occurred, indicating a complete loss of power to the system controller. The evaluation of the log file could not determine how long the system was without power. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed and operated normally with baseline parameters until the end of the log when a motor stop command was received and the percutaneous lead and external power were subsequently disconnected at timestamp day 0, hour 19, minute 48, which is consistent with the report that the patient underwent a heart transplant. Aside from the pump stoppage event associated with a loss of power to the system controller, the pump maintained a speed above the low speed limit without issue prior to the initiation of the motor stop command. The hmii lvas IFU, rev. B, and the hmii patient handbook, rev. D, are currently available. The IFU lists potential adverse events, including neurologic dysfunction and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines indications of pump thrombosis and how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The IFU and patient handbook, state that at least one system controller power lead must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times and warn that if both power leads are disconnected at the same time, the pump will stop. These documents also address all alarm conditions, as well as the appropriate actions associated with each condition. The IFU and patient handbook provide information regarding how to care for the driveline and discus damage due to wear and fatigue of the driveline. The IFU further instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to call their hospital contact immediately if signs of damage are found. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.